Manufacturer narrative:
(B)(4). D10: medical products: item#: 115396, comp rvs cntrl 6.5x30mm st/rst; lot#: 747480. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: 115313, comp rvsr shldr glnsp +3 36mm; lot#: 624810. Item#: 110031399, mini standard thickness +0mm taper offset 40mm diameter humeral tray; lot#: 64425716. Item#: 110031424, standard 36mm diameter bearing; lot#: 64354409. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately five (5) years and three months ago. Subsequently, the patient underwent a revision surgery approximately a month ago due to loosening of the implants. Attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 the following section was corrected: d5 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. No medical records were provided for this event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.